Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6( health effect - clinical, type of investigation, investigation findings, investigation conclusions),h11. A getinge field service engineer (fse) evaluated the unit and found the k3/k5 solenoid (purge valve, assy.) Would not seal all the way. After the fse replaced the purge valve assembly (00104-00-0026), a pm was performed. Calibrated and tested the unit. The product passed all functional/safety testing. Returned the unit to the customer.

Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp) unit has autofill failure.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Corrected data: b5, b6, b7, d10, h6 (clinical and impact code). Updated data: b4, d4(brand name, version or model #, catalog # and UDI#), g3, g6, h2, h11.

Event description:
It was reported that prior to use, the cs300 intra-aortic balloon pump (iabp) unit has autofill failure. There was no patient involvement.